Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that contacts were ¿out¿ on the lead. It was clarified that there were out of range impedances on contacts 2 and 3. There was a ¿settings cannot be delivered¿ message on the controller. The ins was reprogrammed, avoiding contacts 2 and 3. The issue was resolved and no symptoms or complications were reported.